Event description:
Caller reported a malfunction alarm identified as malfunction 12 on the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Cts assisted the caller with resetting the pump, but the malfunction recurred. As a result, cts decided to replace the pump, instructed the caller on how to put the pump into storage mode, and arranged for the return of the faulty pump using a pre-paid label. The customer will use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.